Manufacturer narrative:
A third party service agent performed an initial evaluation of the customer's device. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted starker to report that their device had powered off multiple times during use. As a result, defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
The reported issue was able to be verified. It was determined the cause of the issue was the system pcba . The part is no longer available, so the device could not be repaired. The device was returned to the customer unrepaired.

Event description:
A customer contacted starker to report that their device had powered off multiple times during use. As a result, defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.